Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor calibration was completed to resolve the reported issue. No patient information after requesting information (B)(6) 2019.

Event description:
The hospital reported an error of no flow sensor detected preventing mechanical ventilation. There was no report of patient injury.